Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide procedure name and date? Please explain in detail what was the issue with the device. What do you mean by ¿needle and suture was divided¿? Did the needle pull off from the suture? Did the needle broke? Did the suture broke? When did the device present the alleged issue, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare, active ingredient(s): triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, needle and suture became divided. There were no patient consequences reported. Additional information was requested.